Event description:
N/a

Manufacturer narrative:
Tw (B)(4) updated section: corrected section: d4 - UDI#. The device was returned to the factory for evaluation on 03/28/2025. Photographs were provided by the account. A photographic evaluation was conducted. Product information was observed. Signs of clinical use and evidence of blood was observed on the intact opened seal. The tether and blue tension spring was observed to be intact. No visual defects were observed. An investigation was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock off, which allows for the white plunger to be depressed. The intact seal and tension spring assembly was observed outside the delivery device. No visual defects were observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the investigation results, the reported failure "activation problem" was not confirmed, however the analyzed failure "fitting problem" was observed. The lot # 3000436446 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), after the heartstring 3.8mm product was normally installed on the seal loader, the delivery device was inserted into the aorta punch area, the plunger was pressed, and the device was removed, but the seal fell out together. The patient is in good condition, and the surgery was completed using a new product. The product will be retrieved and returned to the manufacturer. There was a delay of about 7-10 minutes.

Manufacturer narrative:
Tw (B)(4). Event site name exceeds character limitations: (B)(6) hospital. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.